Event description:
It was reported that the device was used during an unk procedure, per note, the jaw expanded beyond 5mm and then it broke apart. No further info is available. No pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.